Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, thirty retention (30) samples from bd inventory were evaluated by functional testing and upon completion, the indicated failure modes of underfill and tube push off was not observed. An additional, twenty-nine (29) retention samples were evaluated for stopper function and the indicated failure mode of stopper creepout was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper creepout. Bd has initiated further root cause investigation relating to the issue of stopper creepout through corrective and preventive actions. CAPA pr # 1875009 has been initiated for documentation related to this issue of stopper creepout to document the investigation path, root cause analysis and remediation plan to include corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was whole tube push off non-patient end of needle. The following information was provided by the initial reporter. The customer stated: "115 tubes (yellow cap) with lot 0351843 do not work correctly. The tube comes off the needle.".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was whole tube push off non-patient end of needle. The following information was provided by the initial reporter. The customer stated: "115 tubes (yellow cap) with lot 0351843 do not work correctly. The tube comes off the needle."